Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support.the complainant reported a loss in purge pressure from the automated impella controller (aic). Although no leaks were identified, the purge disk, holder, and accompanying springs fell out of the cassette compartment when the purge cassette door was opened for inspection. The aic was removed and replaced with a new console. It was noted that the family withdrew care, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the reported issue has been completed. The device was received for evaluation. Logs were reviewed and deemed not relevant for this failure mode. Console purge assembly was inspected. Upon opening the purge assembly door, it was confirmed the purge disc retainer had broken/snapped off of the purge assembly. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.